Event description:
It was reported that the pt had lost effectiveness with the therapy after a fall in either (B)(6) 2010, or (B)(6) 2011. The stimulation location changed from the pelvic area to leg stimulation that was uncomfortable for the pt. A new lead was placed on the right side with no complications. The initial lead, implanted on the pt's left side, broke upon attempting to explant. An incision was made at the original lead entry point and the lead was pulled upward. A "stretch" was felt and the procedure was stopped. A fluoroscope was used to confirm that the top proximal point of the lead's tined area was moving, but the distal end was not moving. The lead would not pull out of the pt after the physician dissected all the way to the periosteum. When the lead was subsequently pulled, it "snapped." The four electrodes and surrounding sheath remained in the pt, under the bone table. The physician did not want to access anything in the foramen, itself, so the wound was closed in appropriate fashion after attempting to remove everything. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins was functionally okay. The grommet had a punchout hole. The ins can had burn marks (suspected cautery). Good, stable output was observed on the electrode pairs. Upon initial review, the ins showed a power on reset message. Final device analysis of the lead showed no significant anomalies. The conductor was broken (overstress/damage). The conductor coils were crushed. There were suspected tool marks in the outer insulation and the outer insulation was torn just distal of the marker band. There were set screw marks on the proximal segment. The marker band was crushed. There were shorts on all circuits. The continuity was acceptable. The distal segment was not returned.